Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, it was noted that the generator output was low during the procedure. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found minor scratches on the cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly. During electrical evaluation, it was noted that the maximum output in all modes was low. Irrigation output was also found to be low.the condition of the returned device was consistent with the complaint of low output; the complaint was confirmed. However, a specific root cause of this failure could not be identified.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
(B)(4) for the reported event: low output from generator. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, it was noted that the generator output was low during the procedure. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.